Manufacturer narrative:
H3: device evaluated summary- visual and microscopic inspection confirmed the upper hex portion of the mas connector set screw was r eturned. The screw is broken at approximately the base of the connector where the threads start. The threaded portion was not returned. This type of damage appears to be from torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: g7753500, serial/lot #: (B)(4), ubd: 19-mar-2027, UDI#: (B)(4). It is unknown which lot# of the product was broken, notified two lot numbers: 0697610w and 0707428w. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Similar device with product ID: 7753500 and 510(k)#: k082728, ud#:(B)(4) is marketed in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of cervical spondylotic radiculopathy involved in posterior cervical fixation procedure. Levels implanted- c5,6. It was reported that during intra-op, when placing the mas crosslink, an event occurred in which the upper part (crown part) of the mas crosslink set screw broke off. The upper part (hexagonal part) of the set screw was removed, and the lower part (set screw thread part) was implanted. It is unknown which lot number broke. Fragments remained in the patient. After mas crosslink set screw was placed, when tightening with locking screw of either lot numbers idling occurred on the hexagonal part at the top of mas crosslink set screw. Reconfirmed mas crosslink set screw broke and both the lot numbers remains in the patient. There was delay in procedure for about 10 minutes. Product was used correctly according to the directions given in the IFU/labeling. There was no additional treatment or surgery performed. Mas crosslink xs, mas crosslink locking screw, mas crosslink locking screw was not implanted. There were no reports of malfunctions with the mas crosslink xs. No revision surgery was scheduled to explant the fragments from the patient. Reported patient status as no problem. There were no patient symptoms or complications reported as a result of the event.

Manufacturer narrative:
Correction: h6: fdm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.